Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level was ¿high¿ on continuous glucose monitor. The customer addressed their bg with a correction bolus via pump. The customer reverted to an alternative method of insulin delivery.